Manufacturer narrative:
(B)(4)

Event description:
This system was removed due to the patient having (B)(6). There is no indication of a replacement.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.